Manufacturer narrative:
(B)(4). As the reportable event was recognized when the subject device was received, the date the device was returned to the manufacturer was considered the date the event was recognized by the manufacturer. The guide wire was returned for evaluation. The coil wire was found fractured proximal to the distal solder. The fractured coil wire was found unraveled and the inner coil wire was found exposed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated torsion was applied on the guide wire while the guide wire tip was being caught by the calcific and tortuous anatomy. When the accumulated torsion exceeded the product's design limit, the coils were unraveled and eventually fractured. Instructions for use states that: [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations(720°) in the same direction; and, [malfunctions and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a heavily tortuous and moderately calcified cto at sfa. When an asahi gaia pv guide wire was used, anomaly with the wire movement was noticed. The guide wire was replaced by another guide wire to continue the ppi. The lesion was stented and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with the guide wire anomaly and the patient was fine without problem after the procedure.